Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. Additions to section h6: type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed a longitudinal and radial balloon burst. Per the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of balloon burst was confirmed based on photos provided of the complaint device. Available information suggests patient factors likely contributed to the event as the field clinical specialist reported that the perceived root cause was that the balloon made contact with the calcification on the sinotubular junction (stj). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, use error may have also contributed to the event as fcs reported the valve was planned to be inflated with 1.5ml more than recommended nominal volume, and burst during over-inflation in the last 0.5ml. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume may have contributed to the event by subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 20mm sapien 3 ultra resilia valve in the native aortic position. During the procedure, it was planned to inflate the valve with +1.5ml nominal volume. However, while injecting the last 0.5ml, the balloon to the 20mm commander delivery system (ds) burst due to sinotubular junction (stj) calcification. It was noted that the valve was fully inflated and a mild paravalvular leak (pvl) was present. The ds was successfully retracted into the 14fr esheath+ without issue and the system removed from the patient. Device imagery was provided that confirmed the reported balloon burst.